Event description:
It is reported that the stem sat 3-4mm proud of the final rasp position. Once the head was impacted the stem subsided to proper position. The surgeon decided a longer neck length was needed. The stem was dislodged upon attempting to remove the head. A new stem was implanted.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.